Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter last name: (B)(6). There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (B)(4) had a needle that would not retract. The following information was provided by the initial reporter: "when puncturing the patient, the catheter with a safety device did not retract, keeping the needle exposed."